Event description:
Painful right asr recall total hip with symptoms for about 2 months with increasing pain and fluid by MRI. Metallosis suspected. Pt had revision of recalled metal on metal depuy total asr hip.